Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during thr procedure of a young patient who was admitted for treatment of left avn hip when the surgeon was trying to put a ceramic liner and tried to impact as per the standard guidelines, the ceramic liner broke. Surgery was planned with ceramic on ceramic bearing, but has to manage with ceramic on poly. Removed broken pieces of ceramic liner and after cleaning the debris, surgeon implanted poly liner, surgery was delayed 20 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : during thr procedure of a young patient who was admitted for his treatment of left avn hip when the surgeon was trying to put a ceramic liner and tried to impact as per the standard guidelines, the ceramic liner got broken. Surgery was planned with ceramic on ceramic bearing, but has to manage with ceramic on poly. The product was not returned to depuy synthes, however photos were provided for review. Review of the photographic evidence revealed that the rim of the delta cer insert 36id x 60id has fracture into multiple pieces. Fragments can be observed on the provided evidence. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the delta cer insert 36id x 60id may have been caused by misalignment during the process of positioning the insert. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121881760/ 3719536] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil requirements as specified at the time of production. There is no indication of any pre -existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 60id would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the ceramic insert belongs to the shop order (B)(4). Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil requirements as specified at the time of production. There is no indication of any pre -existing material defect. Device history review : a manufacturing record evaluation was performed for the finished device [121881760/ 3719536] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary during thr procedure of a young patient who was admitted for his treatment of left avn hip when the surgeon was trying to put a ceramic liner and tried to impact as per the standard guidelines, the ceramic liner got broken. Surgery was planned with ceramic on ceramic bearing, but has to manage with ceramic on poly. The product was not returned to depuy synthes, however photos were provided for review. See attachment "external re.msg". Review of the photographic evidence revealed that the rim of the delta cer insert 36id x 60id has fracture into multiple pieces. Fragments can be observed on the provided evidence. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the delta cer insert 36id x 60id may have been caused by misalignment during the process of positioning the insert. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121881760/ 3719536] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil requirements as specified at the time of production. There is no indication of any pre -existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 60id would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the ceramic insert belongs to the shop order (B)(4). Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil requirements as specified at the time of production. There is no indication of any pre -existing material defect. Device history review a manufacturing record evaluation was performed for the finished device [121881760/ 3719536] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a3, e1 facility name if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. G3: corrected alert date. The correct alert date for this complaint is 17-oct-23. Based on aei note (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "during thr procedure of a young patient who was admitted for his treatment of left avn hip when the surgeon was trying to put a ceramic liner and tried to impact as per the standard guidelines, the ceramic liner got broken. Surgery was planned with ceramic on ceramic bearing, but has to manage with ceramic on poly". The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Further details of the device's analysis were attached on "240319 final report kiv 23 11 01_rp.pdf". Visual analysis of the delta cer insert 36id x 60id revealed that a large portion of the rim was chipped, fragments were not returned for evaluation. Metal transfer of erratic appearance were found on at the upper section of the rim, most likely due to the attempts to remove the ceramic liner from the acetabular cup in a tilted position. Additionally, metal transfer patterns around the edge that suggest a symmetrical taper fit between the liner and the acetabular cup cannot be found. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established. However in support of the evaluation performed, the observed damage of the liner may have been caused by a misalignment during the process of positioning the liner, there were point contacts between the acetabular cup and the ceramic liner which may triggered the fracture. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121881760/ 3719536] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil requirements as specified at the time of production. There is no indication of any pre -existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 60id would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the ceramic insert belongs to the shop order (B)(4). Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil requirements as specified at the time of production. There is no indication of any pre -existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121881760/ 3719536] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.